Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system monitor display became blue twice in the procedure. It was noted that the navigation system was manually restarted. Once restarted, the positioning sensor unit (psu) would cycle power roughly every 10 minutes. The procedure was completed with the use of navigation. There was a delay of 10 minutes. No impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. There was no fault found. A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found insufficient information to determine probably cause.